Manufacturer narrative:
Tw ID (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure during branch ligation, vasoviewhempro vh-3500 had difficulty inserting into the harvesting cannula. The jaws were completely closed during the insertion of the tool into the cannula. The device was providing insufficient power; cutting was much slower than expected. The power supply was at 2.5. There was cracking of the coating on the jaws of the hemopro. A new device was opened to complete the procedure with better power and no further issues advancing the device. There was no procedural delay. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-10. A lot history record review was completed for lots 3000376542, 3000370069, and 3000369122 the last 3 lots shipped to the account prior to the event/aware date. For lot # 3000376542 and 3000370069. There were ncmrs , rework, or deviations documented. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. (B)(6) 2024. For lot # 3000369122. There were no ncmrs, rework, or deviations documented. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Device discarded.